Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had high thresholds. It was also reported that for the threshold testing the required ICD (implantable cardioverter defibrillator) outputs were higher by two volts than the analyzer. No intervention was done; the lead and device were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).